Event description:
Following a coronary cineangiography, an angio-seal device was deployed. A hematoma developed and manual pressure was applied to achieve hemostasis. Hemoglobin and hematocrit were low, however, the pt did well and was discharged the following day. The pt presented to the hospital 2 or 3 days post procedure with a hematoma which was evacuated. During the procedure, the pt required two to three units of blood and a skin graft was performed.